Event description:
Hospital staff used the device to administer a shock to a patient using disposable defibrillation electrodes. A second shock was attempted but the device allegedly failed to charge. A backup defibrillator was made available and used. There were no adverse effects to the patient reported as a result of the alleged malfunction.